Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was detecting a sponge but there was no problem. This event was an out of box failure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. Upon inspection of the unit, a ferrite core was observed on the cable assembly. The investigation identified the root cause of the reported event to be electromagnetic interference caused by the ferrite core. The condition of the product was addressed by the removal of the ferrite core. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.